Manufacturer narrative:
Product ID: 3889-28, lot# va15b0x , implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that her device doesn¿t seem to be helping. She was currently in program 1 at 2.3 v. The patient stated that she cannot tolerate it. She was not getting the results she thought she would. The patient also reported getting anxiety from not seeing progress she thought she would see. She had an appointment with her healthcare professional (hcp) on june 2nd. She started in program 4 and then they switched her to program 1. The patient stated she just drains. This started 8 years ago and has gotten worse. The patient added that each time she runs to the bathroom she just floods. The patient called back again and said that she was unable to see hcp on june 2nd and the hcp cannot see her until later in june. It was noted she cannot feel stimulation and the issue started on (B)(6) 2016. The patient stated that on june 9th her ¿left buttock was really uncomfortable, so she had to lower stimulation and urine just poured out.¿ she had pain in the left buttock area. The patient also noted that she has had problems sleeping since the implant, and it has gotten gradually gotten worse. It was indicated that she was on program 2 at 3.2 v. She has been on programs 1, 2, and 3. She wanted to try program 4 at 2.8 v and did so. The patient was going to try program 4 at 2.9 volts. Additional information was received from patient on (B)(6) reported the steps taken to resolve the previously reported issue included the patient had seen her healthcare provider (hcp) and noted 2.3 was not effective. They went to level 1 on program #3, also not effective. The hcp told her; they had done all they could do, the patient called patient services and were changed to program #4. Level 4.3 or 4.5 was not effective. The patient requested a manufacturer representative (rep) and the patient cancelled their hcp appointment to collect data. With the device on, she kept copious records of hervoiding for three days; she then turned the device off for several days and did nothing. The patient noted she was back to square one and had flooding upon rising from bed and throughout the day. The same thing happened when the device was on program #1-4. Additional information was received from patient on sept 23 reported that the patient experienced uncomfortable stimulation in the wrong location. The patient felt the uncomfortable stimulation from her left thigh down to her foot. The patient had turned stimulation up on program 3 to 4.2 but then lowered it back down to 3.8 due to the uncomfortable sensation. The patient was scheduled to meet with her healthcare professional to discuss the stimulation in the wrong location and the ongoing lack of therapeutic effect. The patient stated she is receiving less than 50% symptom relief and was told they exhausted all of their programming options even though they don¿t believe it. The patient also mentioned that the volume and velocity of her voiding overwhelmed her absorbent pads on the morning of report. The patient mentioned that she is getting up frequently due to incontinence and that she woke up three times the night before this report due to incontinence. Additional information from the patient on nov 07 reported that the circumstances that led to uncomfortable stimulation from left thigh to foot was amplitude was set too high. The patient reported that to resolve the uncomfortable stimulation from left thigh to foot they lowered amplitude until discomfort stopped. Additional information from the patient on nov 30 reported that the therapy was not effective since implant. The hcp had reconfigured her lead to the other side of her body and she was going through an advance evaluation trial. It was indicated that hcp revised her leads on (B)(6) and she would be implanted again with the permanent device this week. There was no allegation of system issue during revision surgery. It was noted that the patient had not recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.